Event description:
The customer reported a spill of faint red liquid on the right side of the coulter lh 780 hematology analyzer which was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a lab coat and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment attributed to this event. Beckman coulter field service engineer (fse) found a pinhole leak in the sample line from vc25 (diff mixing chamber) to fitting ft17 (connects to the flow cell and the diff mixing chamber). Fse replaced the tubing and repair was verified per estalished procedures. Root cause was determined to be a hole in the sample line from vc25 to ft17.

Manufacturer narrative:
(B)(4).